Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pressure-regulating balloon (prb) migration, which decreased system pressure, as the cuff did not capitate properly. The prb was removed and replaced, located deeper in the body, and connected to the existing components. There were no patient complications reported.